Manufacturer narrative:
Title: detectability of target lesion during CT-guided tumor ablations: impact on ablation outcome source: article published online: 2021-11-18 barzakova e et al. Detectability of target. Fortschr röntgenstr 2022; 194: 515¿520 / july, 10.2021, interventional radiology. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study from 2015 to 2018 investigated whether the detectability of the target hepatic lesions in unenhanced CT utilizing the anatomical landmark approach to identify target lesions would affect the outcome of liver ablation procedures. A total of 69 patients were included in the study. Ablation was performed with either the emprint microwave ablation (mwa) system, a competitor radiofrequency ablation (rfa) system, or a competitor irreversible electroporation (ire) system. Emprint mwa ablation was used on 23 lesions with the following serious injury adverse events: arterioportal fistulae (2 patients) and segmental liver infarction due to procedure-related portal vein thrombosis (1 patient). Interventions included coil embolization procedures, for arterioportal fistula.